Event description:
A malfunction was reported on the pump, known as malfunction code 6. There was no adverse impact on the customer's blood glucose level. The customer received assistance from technical support in resetting the pump and was informed to continue using it, with instructions to call back if the malfunction code recurs.